Event description:
It was reported that this right ventricular (rv) lead exhibited high impedance out of range, there is also noise were noted and lead fracture. This lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited high impedance out of range, there is also noise were noted and lead fracture. This lead remains in service. No adverse patient effects were reported. Additional information received that this right ventricular (rv) lead was surgically abandoned due to product performance issue. No additional adverse patient effects were reported.